Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a lithocatch immobilization device was used in a ureteroscopy procedure performed on (B)(6), 2010. According to the complainant, one basket wire was noticed to be broken during preparation, outside the patient. The broken wire did not detach from the device. The procedure was completed with another lithocatch immobilization device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined.according to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.